Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of no tissue ingrowth is inconclusive due to unknown clinical conditions. The product returned is one glidepath 23 cm chronic dialysis catheter. Use residue is apparent proximal of the bifurcation and throughout the interior of the catheter. A suture is present within the suture wing. There is discoloration on and around the cuff. As the clinical conditions are unknown, the complaint of no tissue ingrowth is inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The doctor reported that the cuff of the catheter had no tissue ingrowth and upon removing the sutures from the wings the rest of the catheter slipped out easily. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
The doctor reported that the cuff of the catheter had no tissue ingrowth and upon removing the sutures from the wings the rest of the catheter slipped out easily. No patient injury reported.